Manufacturer narrative:
(B)(4). Batch # unk. Following information was requested but unavailable. Should it be obtained at a later date, a supplemental report will be sent: can you please provide more event details? Did the reload break inside the patient while firing the device? If the cartridge did come apart inside the patient, were all pieces retrieved? Or, did the reload break while installing or removing it from the jaws of the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during stapling the golden reload had a clipping defect. When performing the gastric pouch, at the activation the reload broke. The stapling opened around 3 cm in this region, and it was necessary to suture it in 2 planes with pds3-0 and to clip it with lt300. No patient consequence reported.